Event description:
The hospital's biomedical dept reported that they received a set of internal paddles handles where the red rubber shock button membrane had a small tear along one edge. This set of paddles handles had been through 9 cleaning cycles. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.